Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred; cause was not known. Customer changed out the infusion set. Customer's blood glucose was 200-250. Reportedly, customer was using apidra insulin which was not labeled for use with the pump. Customer acknowledged the off-label information.